Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of improper peel-apart sheath peel was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 4.5fr microintroducer dilator/sheath. The depicted device was being used to introduce a 4fr s/l powerpicc catheter. The two handle pieces were split; however, one side appeared to remain attached to the catheter. While the sheath appeared to have remained attached to the catheter following handle separation, inspection of the photograph was insufficient to identify the cause. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that during the placement procedure, the handle of the sheath could not be peeled away from the catheter completely. After that, the sheath was removed. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during the placement procedure, the handle of the sheath could not be peeled away from the catheter completely. After that, the sheath was removed. There was no reported patient injury.